Manufacturer narrative:
Complaint no: (B)(4). Occurrence date was reported as an unreported date ¿this past year.¿ the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome of this event was not reported. At the time of this report, pd therapy had been discontinued and the patient was placed on in center hemodialysis. No additional information is available.